Event description:
Customer alleged the brackets on the leg rest calf pads was bent and almost touching the actuator. Minor injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number (B)(4) rev k ((B)(4) 2011) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female who (B)(6). The consumers preexisting medical condition is stated as having neuropathy in her legs, a condition from her diabetes. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that the consumer alleges that the calf pads on the power leg rests are causing pressure sores on each leg. The bolt is allegedly rubbing against her legs. The dealer examined the power chair and stated that the brackets for the leg rests are bent on both sides. The left bracket is allegedly bent where it is almost touching the actuator. The consumer has allegedly tied oxygen tubing over the leg rest to get them to stay in the slides. The dealer alleges that it appears that the consumer might be standing on the leg rests when transferring, which could cause the leg rest not staying in the tubes and possibly bending the brackets. The consumer allegedly did not know that the chair was digging into her legs. The consumer did sustain sores. The consumer did go to her pcp and did receive treatment for the sores. The consumer also has caregiver helping with the treatment. The dealer confirmed that the brackets were replaced on (B)(4) 2012, on the power chair. The original brackets are being sent back to invacare for an inspection and evaluation. The repaired chair was due to be returned to the consumer the week of (B)(6) 2012.